Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of an electrode and probe placement procedure. It was reported that the auto-merge was off significantly at the beginning of merging two scans. The site attempted manual merge and were off as well. The site restarted completely including the merge and did not do auto,they just did a manual one and did not work. The representative asked if "finetune" was selected as well. The site re-attempted auto-merge again and it was spot on afterwards according to the surgeon. The mr was used as the reference. There was a less than 1-hour delay to the procedure and no impact on patient outcome. Technical services (ts) analyzed the scan that did not auto-merge as expected. The scan was an fgatir (fast gray matter acquisition t1 inversion recovery) and is used in deep brain stimulation (dbs). The software chose the mr modality which caused it not to auto-merge. Ts changed the modality to "other" and "CT", then the auto-merge worked as expected.

Manufacturer narrative:
The software investigation found that the behavior described was the intended behavior of the software. The software was functioning as designed. It was determined that the issue was consistent with a known software feature request. This issue was documented in a medtronic navigation software enhancement tracking database. If information is provided in the future, a supplemental report will be issued.